Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. It was noted that the pacemaker exhibited the episodes of ventricular undersensing due to low amplitude of the r-waves. The device was successfully reprogrammed. The patient was stable prior, during and post event.